Event description:
It was reported that during navio case, while burring the distal femur, surgeon could not achieve a white target surface and was left with a significant amount of green indicating he was as much as 1mm away from the planned cut surface. Verified checkpoints, passed. Took drill out of handpiece and reinserted it, was secure. Took exposure guard off and put it back on, was secure. Surgeon aborted case and finished with manual instrumentation from s+n. At the end of the case, handpiece and drill were inspected and the long attachment was disconnected from the drill when both devices were removed from the handpiece. Delay of less than 30 minutes and no patient impact reported.

Manufacturer narrative:
The device, used in treatment, was not made available to the designated complaint unit for evaluation. Thus, visual and functional inspection could not be performed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. This failure is an identified failure mode within the risk assessment. The surgical user's manual released at the time of the complaint provides detailed instructions on the proper assembly of the drill and handpiece. Additionally, a warning is provided for bone removal which states ¿move the bur slowly during bone removal and avoid touching anything other than the target bone.¿ it also states that that ¿during bone removal, you can return to the gap planning phase of the procedure at any time by pressing the return to planning button, and then pressing the touchscreen button until the planning stage screen you desire is displayed.¿ a relationship between the device and the reported event could not be established and the root cause could not be determined. A factor that could have contributed to the reported issue is if the bur selected was larger than the size of the bur inserted into the drill. Without supporting clinical/medical documents, a thorough clinical/medical investigation cannot be performed. If additional supporting medical documents are received this complaint will be reassessed. No containment or corrective actions are recommended at this time.